Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 70.0 cm and 137.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and undamaged. The pusher assembly mid-joint outer diameter was unable to measure due to the kink. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked and fractured, and the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint was retracted proximal to the friction lock, resistance will likely be experienced during advancement of the smart coil within its introducer sheath. Forceful manipulation against this resistance likely contributed to the kinks and fracture observed on the pusher assembly. Further evaluation revealed that the pull wire was retracted from the ddt and the embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint was retracted proximal to the friction lock, resistance will likely be experienced while attempting to advance the device within its introducer sheath. Forceful advancement against this resistance likely contributed to the kink observed on the pusher assembly. Further investigation revealed an additional kink on the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01822

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01822.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted eleven coils. Upon advancement of the eleventh smart coil, the physician experienced resistance and reported that the smart coil would not advance past its initial position within its introducer sheath. The smart coil was therefore removed and was no longer used in the procedure. Subsequently, the physician attempted to advance another smart coil and the same issue occurred. This smart coil was also removed and was no longer used in the procedure. The procedure was completed using two other coils. There was no report of an adverse effect to the patient.